Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 49.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the lead exhibited an increase in pacing lead impedance during a follow-up in clinic. A rise in impedance was observed since a follow-up in (B)(6) 2016. The lead was explanted and replaced. The patient was stable before, during and after the procedure.